Manufacturer narrative:
It was reported that on (B)(6) 2026, that the customer "was trying to get up from the toilet using the handrails" and "when she got up, she lost her balance and fell." Per the customer, "she hit her head again." The customer stated, "this time it was not the products fault, she lost her balance." Per the customer, "she got scared and went to the hospital for a checkup." The customer reported that she "went to the emergency room" and "they did a scan on her head, and everything is fine" but "she is still having headaches." The customer stated, there was "no serious injury" but is "receiving pt, ot, and a nurse to help shower me" following the reported incident. The customer contact stated she is doing "fair." No additional information is available regarding the reported incident. It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that on (B)(6) 2026, that the customer "was trying to get up from the toilet using the handrails" and "when she got up, she lost her balance and fell."